Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k011028, k013227. Device not returned.

Event description:
It was reported that platform of the implant (tsvh10) had fractured. Implant was removed. Tooth location 30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. Visual evaluation of the as returned product identified the implant was returned fractured at the collar. The implant can be seen severely damaged around the threads, possible from the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture) a pre-existing condition noted on the per form was low bone density (type iii). The reported device was located on tooth site #30 and was used for approximately 5 years 10 months. The customer did not provide x-rays or pictures. DHR review was completed for the subject lot number (62480969). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62480969) for similar events and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (tsvh10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are parafunction/patient factors, as it was noted the patient had the device implanted for approximately 5 years 10 months meaning the device was exposed to long-term parafunctional habits.